Event description:
De ro 1409628 was received regarding a cadd solis hpca pib pump, ln 21-2111-0300-03 and sn (B)(6): it was stated that the cassette detection is faulty. The customer informed on 14-april-2025 that the incident occurred on 25-march-2025 and the technical failure was observed in the medical technology department at st. Georg klinikum eisenach ggmbh during regular equipment check. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer issue was confirmed. Cassette alarm. Visual test was performed, recalibrate downstream occlusion sensor (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.